Event description:
Patient called lfs and alleged that her meter was set to the incorrect unit of measurement. The patient did not report any harm or injury. No medical attention was received. The patient stated that, she did not change the unit of measurement. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the patient suffering a serious injury. No replacement items are being sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.